Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with motor error multiple times and that she was hospitalized for high blood glucose and severe diabetic ketoacidosis. The patient's blood glucose at the time of hospitalization was over 1,800 mg/dl. She stated that she felt ill and her diabetes was being treated with her medically prescribed back-up plan. Troubleshooting was initiated for the motor error alarm. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. A cracked reservoir tube lip, cracked display window, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.